Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 7, 2016, it was reported that the guard was broken where the blade sits. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was may 11, 2015 where it was reported that the comb was damaged and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on november 22, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was significantly bent on the right hand side. There was wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was deformed at the corners. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 23, 2016 which included replacement of the damaged side plates, bushings, roller, comb and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly bent on the right hand side. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly bent on the right hand side. It is unknown with the information that was provided how this occurred. Therefore, the root cause of the reported event could not be specifically determined. The issue was resolved with the replacement of the damaged side plates, bushings, roller, comb and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. Using view 09-23 from the etq reliance system, reviewing the complaints for the lot number, 31066600, shows 1 complaint for this part and lot number.

Event description:
It was reported that the guard was broken where blade sits. No adverse events were reported as a result of this malfunction.